Event description:
It was reported that the right atrial (ra) lead had dislodged a few days after implant and required the lead to be repositioned. Then three days later, the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.